Event description:
It was reported that during an atec sapphire procedure on (B)(6) 2026, the needle had been introduced into the patient, but the user was unable to obtain suction on the device and reports "it did not sound the same, not as loud as usual." It is further reported that trouble shooting was attempted by the user by switching the canister, changing the suction hose and filter and checking for leaking fluid. It is reported that after switching the suction hose, a small amount of fluid/suction was obtained. Additional information was obtained from the user site in which it was reported that the "procedure was completed with minimal tissue sampling due to the suction failure." It is further reported that the pathology was negative; however, the radiologist indicated that this was "discordant with imaging findings" and recommend that the patient have a repeat biopsy. The patient is currently scheduled for a repeat biopsy procedure.

Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the device at the time of this report. A follow-up report will follow with the information from the DHR.